Event description:
During pre-case planning, it was determined that the left common iliac artery was occluded. Thus, the physician decided to use the excluder devices in an aorto-uni-iliac approach. Two trunk-ipsilateral devices were successfully implanted. A femoro-femoral crossover graft was implanted to perfuse the left leg of the pt. There was no adverse outcome for the pt. No allegation of deficiency regarding any of the devices used in this case was made.